Event description:
The following article was received based on a literature review: article: novel surgical techniques to control flow with preserflo microshunt for late hypotony after baerveldt drainage device implantation a study was done to describe a new surgical technique for controlling flow with a preserflo microshunt, in patients with late postoperative hypotony, following a baerveldt glaucoma drainage device implantation. It was reported that 2 cases experienced late postoperative hypotony after baerveldt-shunt implantations. In both cases, the outflow resistance of the baerveldt tube was modulated by the insertion of a preserflo microshunt into the lumen of the baerveldt tube and both cases with hypotony were successfully treated. A copy of an extract from the article is provided with this report.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available section b3 - date of event: date unknown, not provided. Section d4 - model number: unknown, as product serial number was not provided. Section d4 - catalog number: unknown, as product serial number was not provided. Section d4 - serial number: unknown/ not provided section d4 - expiration date: unknown, as product serial number was not provided. Section d4 - UDI number: unknown, as product serial number was not provided. Section d6a - implant date: unknown/ not provided section d6b - explant date: n/a, device remains implanted. Section h3-other (81): the device was not returned for analysis. The serial number for this device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number was not provided. Citation: fritsche, r.: müller, l,: bochmann, f.; novel surgical techniques to control flow with preserflo microshunt for late hypotony after baerveldt drainage device implantation, pmid: 35658071 doi: 10.1097/ijg.0000000000002061. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.